Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. E1 initial reporter phone: (B)(6).

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the system displayed an error code indicating an acquisition processor power up issue. The procedure was not completed due to this event and was rescheduled. The patient remained stable, and no complications were reported.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the system displayed an error code indicating an acquisition processor power up issue. The procedure was not completed due to this event and was rescheduled. The patient remained stable, and no complications were reported.

Manufacturer narrative:
The acq pc was returned for analysis. Visual inspection revealed no issues. The virus scan also revealed no issues. Functional testing showed that the acquisition pc passed the functional feature test. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. E1 initial reporter phone: (B)(6).